Event description:
It was reported that prior to starting a da vinci si surgical procedure, something in the housing was broken on a monopolar curved scissors instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint; however, for clarification the tube extension was broken and missing a piece at the proximal clevis interface. The clevis was dislodged from the tube extension. Engineering concluded the damage was likely due to mishandling / misuse. Additional observations not reported were the distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Secondary observation: failure analysis was performed on this instrument in relation to field action number 2955842-051613-005 to investigate micro cracks on the monopolar curved scissors instrument. Distal end of main tube exhibited a couple of hairline cracks in the axial direction.  The cracks were roughly .0260 in length.  Three uses left.  No other damage or evidence of arcing was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal and micro cracks ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.